Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the "blue collar" of the fixation ring of the inner cannula was loose than expected and was able to pull off. Some had fallen off on their own. It was also mentioned that the fixation ring became disconnected from new inner cannula and did not completely seat the inner cannula in the trach tube, and the issue was discovered when a noticeable leak was observed on the ventilated patient. The inner cannula was changed due to resolved the issue. There was no reported patient outcome.